Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. The blood glucose reading at time of call was 484mg/dl. It was stated that the insulin pump was alarming no delivery after he changes the infusion set the night before. It was stated that the cannula was kinked, which caused the no delivery alarms confirmed in the alarm history. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.